Event description:
Affiliate reported that the jaw of the instrument broke during surgical procedure by surgeon. Distal tip lodged in lumbar spinal tissue of patient and left in situ. Second surgical episode retrieved metal tip and retained for inspection. Instrument is approximately 6 years old.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.